Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1, b2, d1, d4, g2, g4, h4, h6. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, the reported insufficient debridement at the time of the initial surgery, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately one year and one month post the initial right total shoulder arthroplasty, the patient had unknown pain and was debrided and downsized. The glenosphere and humeral liner were exchanged. The glenosphere was reduced in size from a 38 to a 36. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D10: (B)(6) 320-15-05 eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-15-01 - eq rev glenoid plate.